Event description:
On (B) (6) 2009, patient requested assistance changing her basal rates. She stated her physician recommended she adjust her basal rates but did not advise as to how much. Explained can assist her with programming but can not tell her what to program. Patient reported she went to the hospital on (B) (6) 2009 because her readings were above 600 mg/dl. She stated she was visiting and her readings started going up so she called her physician who advised her to go to the emergency room (ER) and seek assistance for the readings. Patient reported when she arrived at the ER, she experienced acute renal failure. She stated they kept her in the hospital until (B) (6) 2009 and the doctor told her she needed to adjust her basal rates. Patient reported the doctor told her she should keep her readings less than 200 mg/dl. Patient stated her infusion device is working correctly she only needs to find out what to adjust her rates to. Patient reported her readings have been between 51-424 mg/dl since she was released from the hospital. Submitted request for additional training assistance. Advised her to contact her physician and see if she will tell her what to program the basal rates to. No product return was requested. On call back from patient on (B) (6) 2010 assisted patient with programming her basal rates that were provided by her physician. On follow up call, patient stated her readings have come back to normal with the adjustments that were made.

Manufacturer narrative:
No product will be returned for evaluation.